Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) screen display became completely white. There was no health hazard reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d8,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h11. Corrected fields-h6- investigation findings, component codes. A getinge field service engineer (fse) found the screen display went blank during use. Fse replaced (d670-00-0736) video receiver board and checked it is good condition. All functional and safety checks to meet factory specifications performed. There was a patient involvement and no harm reported. Unit cleared for clinical use is unknown.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h10. Additional information: e1(event site postal code - (B)(6)). Getinge field service engineer (fse) found the screen display went blank during use. Replaced video receiver board and checked it is good condition.